Event description:
It was reported that the patient experienced a vascular accident with unconsciousness; therefore, an emergency MRI procedure was performed without internal magnet removed. The device internal magnet was displaced. Surgery was performed to replace the magnet. Advanced bionics is in the process of gathering more info. Once more info becomes available a supplemental report will be submitted.